Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d8, h4. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the reported phenomenon, ¿front panel lights are blinking¿, occurred because the scope detection bar of the scope socket was stuck due to wear of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while preparing for use, front panel lights were blinking on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer emailed the olympus technical assistance center (tac) support to troubleshoot. The customer is not in front of the unit to troubleshoot. Tac instructed the customer to check the slide switch at the 12:00 position of the socket to see if it is stuck in an inward position. The customer reported did find that the slide switch at the 12:00 position of the clv-190 socket was broke and was sending the unit for repair. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered worn-out scope socket stuck slider switch and equipped with third party main lamp. Strongly recommended customer to have new lamp replacement to olympus xenon lamp for optimal performance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.